Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found flooding of the main body. The results of the investigation did not lead to the identification of the cause of the occurrence. A definitive root cause cannot be identified. A device history review of the product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): 3.4 attaching and removing the endoscope (caution). After connecting the endoscope and camera head, check to make sure that they are firmly secured and that there is no rattling at the connection. If the endoscope is not properly installed, observation may be disturbed. Endoscope image disappearance and freezing (warning). Do not strike or drop the device. Water leakage may cause damage to the internal circuitry of the device. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the product malfunctioned and the coupler section was found loose. No patient harm was reported.